Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The current blood glucose reading is 306 mg/dl. Customer treated with bolus. Customer stated that insulin squirted out of insulin pump during the prime process. The drive support disk is protruded. Advised customer the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.